Event description:
It was reported that the patient presented in clinic for follow up, the atrial lead exhibited noise. The noise was not reproducible with isometrics. The patient would be monitored.

Event description:
New information noted that the lead continued to exhibit noise. Fluoroscopy revealed insulation anomaly at the subclavian entry. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.